Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a burnt plastic smell coming from the universal battery charger (ubc) was confirmed. The ubc (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested on 07aug2024. The ubc was powered on and booted up as intended. A b0004 red light error was active. It was stated that the ubc was sent to product performance engineering (ppe) for further investigation. The ubc was powered on and an s0004 red light error was active on slot 2. The logic printed circuit board assembly (pcba) of the ubc was then replaced with a test logic pcba and the issue remained. The original logic pcba was put back into the ubc and then the power supply pcba was replaced with a test power supply pcba, resolving the issue. Upon initial observation, a buildup of debris and dust was found, as well as a burn in the power supply pcba which affected multiple components (see customer summary photos, figures 2-3). The reported event of a burnt plastic smell was confirmed. Due to the nature of the damage to the trace connections of the pcba, no further troubleshooting was performed. The root cause for the reported event was determined to be a burn on the power supply pcba of the ubc; however, a further root cause as to how this burn occurred was unable to be conclusively determined through this analysis. The device history records were reviewed for the universal battery charger (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ubc instructions for use section 5 entitled ¿responding to advisory messages¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. The heartmate universal battery charger IFU instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 ¿routine inspection and cleaning¿ within the IFU instructs users to check the ubc for damage at least once per week. A routine servicing of the unit by an authorized service technician is also recommended for a thorough safety inspection, functional test, and cleaning. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the universal battery charger (ubc) burnt out. The patient noted a smell of burned plastic and rubber. The patient disconnected the ubc from a power source.